Event description:
Customer reported that when the autopulse was deployed to a pt, the device displayed a user advisory message of 7 (discrepancy between load 1 and load 2 too large). Manual CPR was executed. There was no report of an adverse event to the pt.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2011 and was analyzed. Analysis disclosed that encoder shaft was sticky and the archive analysis showed multiple user advisory messages of 07 (discrepancy between load 1 and load 2 too large). The load cell characterization testing showed both load cells are not functioning properly. In addition, the ir and serial port of the processor pca (printed circuit assembly) board are non-functioning. No adverse event to the pt was reported.